Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for incontinence. It was reported that the patient had a lot of pain from fasciitis in their foot, but this was deemed unrelated to the implant. As a result of the pain, the patient was taking 3-4 aleve pills after their meals. The patient reported that, on the morning of the report, they experienced some constipation and retention. They had taken 3 aleve's the night prior and had an unusual morning which may be related to it. They stated that these issues only happened in the morning and now they were good. It was further noted that the patient had diabetic neuropathy in their hands, which was also not related to the implant, but they wanted to know compatibility guidelines with an unrelated therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.